Event description:
It was reported that the nursing home indicating that the patient's heart rate was in the 40 beats per minute range and the patient stated that they felt the same way they did before their pacemaker implant. A transmission showed the right ventricular (rv) lead with high thresholds and loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).